Event description:
There was no pt involved in this event. The device malfunctioned in that the software failed to upgrade.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to spec up to (B)(6) 2013. Investigation confirmed the device failed to upgrade to software version 3.2.0 using the heartsine samaritan pad universal upgrader. Testing also confirmed that the device was capable of delivering therapy in this fault mode. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.